Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that the retainers cause tooth decay of their front tooth where the two teeth rubbed together. They had to get dental work for the tooth and their retainer no longer fits.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.